Event description:
Hcp reported pt was shocked during CT scan of the lung. The antenna and unit were on. When the CT started the amplitude was increased to the point the pt was almost paralyzed. The CT scan was stopped and the pt removed the antenna. The episode lasted 2-3 seconds. Hcp reported the pt still experiences burning at the receiver site when the unit is on. The device was not returned to the MFR for analysis.